Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that patient did not know the circumstances that led to the sudden onset of pain but that the manufacturer representative changed all programs on their control device. An x-ray was performed to check to see if leads on the right side had moved and it was confirmed that they had not moved. The pain had not resolved all the way but the patient mentioned that lidocaine patches had helped with the pain, as well as heat and ice treatments. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient experienced sudden sharp pain down their whole leg over the weekend, the patient questioned if this was a sign of lead disconnection, but there was not an allegation that the lead was disconnected. When asked about trauma or falls the patient indicated that "the only [thing] that happened was I have problems with my knee, so I was getting into the car, and I put my foot, the [ins] is on the right hip, and the last time when I got into the car, I felt this horrible pain where the area is, the device is." The patient added they "stretched [their] leg to get in and I got an extreme amount of pain in that area and I have been in pain ever since." The patient was advised that their system should be checked by a physician and the patient confirmed that the issue was sudden in nature. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.